Event description:
It was reported the biomed measured the atrial output at the 20ma (milliamp)setting and only measured 6ma. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the battery release was contaminated, both bail covers were broken, the ring cover was contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent, the keyboard was scratched, and the display was out of specification with missing pixels. Further analysis was performed on the heart lead flex. This analysis confirmed the out of specification output due to a diode component failure.